Manufacturer narrative:
The device sample was sent to the manufacturing site on 1/18/2010. The results of the device evaluation and investigation were not available at the time of this report.

Event description:
The event is reported as: the adaptor is cracked with consequence of oxygen leak. The patient de-oxygenated. No patient injury reported.